Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ri robotic drill attachment had a rattling noise. It is probable that a piece may be coming loose inside the long attachment. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
D9, h3, h6: the ri robotic drill attachment, p/n rob10015, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment was disassembled and it was found that an interior bearing exploded and the shield was loose. The bearing is not functional and was causing a rattling noise when shaken. The most likely cause of this event is mechanical component failure of the bearings. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. As a result of the risk assessment the documented risk file will undergo further investigation and possible adjustment by the site quality team. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.